Event description:
It was reported that the device was explanted and replaced as it is subject to the assurity, endurity inhomogeneous epoxy mixing field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. Additionally, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. During the revision procedure, ra lead damage and insulation damage on the right ventricular (rv) lead were visually confirmed. As a result, both the ra and rv leads were capped and replaced as well. The patient was stable and will continue to be monitored.